Event description:
The caller reported a malfunction with the pump, identified by the code malf 6. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, assisted with the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears, which the caller acknowledged and understood.